Event description:
The stapler did not complete its full cycle on its third firing. The blade did not retract once the staples engaged. A manual override was performed, successfully releasing the device. A new stapler was used to finish the case.